Manufacturer narrative:
(B)(4). Reviews of operative notes confirm that the patient underwent incision and drainage with irrigation of the left hip due to non-healing wound. Drainage developed 24 hours post-operative at the distal aspect of the wound. Identified large hematoma and taken back to surgery to perform irrigation and debridement. Upon opening the incision, noted the large hematoma and evacuated it. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04911, 0001825034-2018-04912, 0001825034-2018-04913.

Event description:
It was reported that approximately 2 weeks post implantation, patient had developed drainage through the distal aspect of the wound, and had a large subcutaneous hematoma. Subsequently, patient underwent incision and drainage with irrigation. Attempts have been made, and no further information has been provided.